Event description:
The customer reported that the ortho provue analyzer interpreted a mixed field sample in the anti-d microtube as negative. The customer visually reviewed the gel cards processed on the provue, and indicated that they observed mixed field reactions. The sample also reacted as mixed field in the tube test. The patient's test results from the provue did not match the tube method or visual inspection of the gel cards, preventing erroneous test results from being released. False negative results may result in transfusion of incompatible blood.

Manufacturer narrative:
The field engineer visited the site and performed adjustments to the sample reader camera, returning the instrument to expected operations. No definitive root cause was determined.